Event description:
Per the clinic, the electrode array was found to be partially inserted. The patient underwent a revision surgery on (B)(6) 2014, to fully insert the electrode array into the cochlea; however, the attempt was not successful resulting in explantation of the device. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed july 30, 2014.

Manufacturer narrative:
(B)(4).